Event description:
Cut finger [skin laceration]. Kept coming loose mid-brushing - oral-b device connection issue. Brush head won't click into place and keeps slipping off brush head no longer stays securely attached - oral-b device breakage. Female consumer via e-mail stated that the oral-b brush head would not click into place and kept coming loose, as well as slipping off/no longer staying securely attached, while brushing. She cut her finger because of this. No serious injury was reported.

Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.